Event description:
As reported by the user facility: pacing and sensing impossible. Dr tried to take the cathether out but the electrode part came off and remained in the hypodermal tissue clearly visible in the cine film.